Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the infusion set, with a peak blood glucose of 355 mg/dl, and that changing the infusion site led to glucose normalization despite no visible kinks or flow obstruction during troubleshooting. Symptoms included elevated blood glucose without reported ketones. Outcomes included transient high glucose lasting approximately 90 minutes without medical intervention or use of backup therapy. Investigation included customer support troubleshooting of insulin flow and guided infusion site replacement, as well as follow-up to confirm resolution. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, though site change was effective. It was concluded that the event was consistent with hyperglycemia of unclear cause, resolved after infusion set change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.